Event description:
Dvt in common femoral vein noted in on (B)(6) 2014 f/u visit. Dr. (B)(6) stated that there was no failure or malfunction of the clarivein device.

Manufacturer narrative:
Dvt is a known potential adverse event in interventional procedures and is not related to a device failure. Dr. (B)(6) stated that there was no failure or malfunction of the clarivein device.